Event description:
Information was received from the physician that the pain is related to the presence of the vns device and the protrusion of the leads is related to the presence of the device and noted to be related to patient physiology with a note & unsure as to why". No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem; corrected info: information was received and inadvertently not included prior to the submission of initial MDR. Investigation conclusions; corrected info: information was known and inadvertently not included prior to the submission of initial MDR.

Event description:
It was reported via clinic notes that the patient has developed pain along their wires in his neck. The surgeon determined that the patient needs a revision of the device. It was noted that the impedances were normal and parameters were within normal limits. No surgical intervention has been reported to date. No additional relevant information has been received to date.